Event description:
According to the reporter, during the procedure, the ph capsule could not fit into the esophagus. The bravo ph capsule was dropped into the stomach and it was retrieved using a mesh .the procedure was completed using a new device without any complications. It is unclear if the patient was given an endoscopy prior to the procedure and the event did not extent patient hospitalization. The patient was prepped for the procedure. A repeat procedure was not required. Lubricant was not used to facilitate capsule placement. No other known adverse events were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.